Event description:
On (B)(6) 2011, customer reported that the cx5 delta instrument started to trend lower with sodium (na) patient results. No wrong results were reported out of the laboratory. When a physician questioned a result, the samples were repeated. Of the seven (7) printouts provided by the customer, only one (1) sample exhibited a difference in na results that exceeded the instrument precision claim. The sample initially gave a na result of 132 mmol/l, and upon repeat, the result was 139 mmol/l. The customer did not consider the result significantly different and did not amend the result. The difference in recovery for the remaining six (6) samples were within the precision of the assay. Field service engineer (fse) performed preventative maintenance on the instrument. The root cause was not identified.